Event description:
It was reported that there was a malfunction during pre-use checkout resulting in system shutdown that results in a loss of mechanical ventilation.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control module was ordered for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).